Event description:
During a service evaluation of the unit, covidien (B) (4) confirmed that the unit did not have an audio tone during p.o.s.t. (Power-on-self-test). Following the eval, the customer was contacted and confirmed that there was no pt harm.

Manufacturer narrative:
Service technician identified an audio failure during p.o.s.t (power-on-self-test). The failure was isolated to the main board.